Event description:
It's a knee product it's call integrum axor ii. It's from sweden, I have called the company and they always tell me to see my prosthetic person, but they cannot fix the problem they tell me, I use a prosthetic leg with a integrum. I need to replace it before I fall again. FDA safety report ID# (B)(4).